Event description:
MRI reports that over the last 3-4 months the overhead lift in MRI will abruptly stop working and say either no or low charge even though it has been in the charging position while not in use.